Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product has frequent occlusion alarms. Per reporter, the event occurred before patient use, during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log showed frequent occlusion alarms. Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to a calibration failure. The reported issue was resolved by recalibrating the downstream occlusion sensor. The service history review had no indication that the complaint was related to a service of the device within the review period.